Event description:
I watched my mother getting a pacemaker installed in her chest. I only heard what was going on, but it was a nerve racking experience, a horror scene. My mom and dad, though not at the exact same time, had pacemaker but, an impromptu operation "in from" out of (B)(6) hosp (B)(6), not sure, I think it was an ER initially. A horrible experience listening to my mom's screams, as the medical technician cut open her chest breaking the sternum.